Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was in use when the patient experienced an occlusion alarm during a bolus. The patient's blood glucose was reported at 500mg/dl at the time of the event. Troubleshooting determined that there was blockage in the tubing. The patient changed the tubing and was able to resume insulin. Multiple daily insulin (mdi) injections were used to address the high blood glucose. No permanent injury was reported.